Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt's belt connector had wires exposed and was unable to connect to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connector has exposed wires) has been confirmed. As received, the trunk cable connector was ripped from the strain relief, exposing the trunk cable connector's wires. The root cause of the damaged trunk cable connector cannot be positively identified but was likely due to excessive force. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.